Event description:
A customer contacted baxter's technical service center regarding feeling too full in dwell 3/4 of therapy on the homechoice device. The home patient stated that his stomach felt bloated. The technical service representative (tsr) reviewed the programming: continuous cycling peritoneal dialysis/intermittent peritoneal dialysis, total volume=11500ml, therapy time=9:00, fill volume=2500ml, last fill volume=1500ml, dextrose=same, initial drain alarm=1000ml, last manual drain=no. The home patient's initial drain volume was 1685ml. The total ultrafiltration (uf) was 138ml. The home patient was using a 2.5% dextrose solution on the night of the call. The tsr put the home patient into a manual drain. The drain volume was 0ml. Then the machine alarmed check patient line. The tsr had the home patient close/open the transfer set and then put the home patient back to manual drain. Home patient began draining. The drain volume was 4858ml. Home patient wanted to end therapy at that time. Tsr assisted in ending therapy. This report meets the criteria of increased intraperitoneal volume (iipv). A follow up call was made to the home patient's nurse. The nurse was aware of this report. She stated that the patient had been gaining weight during the week prior to the initial call but no cause was determined for the weight gain. The patient was in the clinic on 3/4/09 and was having no therapy complications. The patient had received a new homechoice machine and had been successfully performing therapy. There was no patient injury or medical intervention.